Event description:
Caller reported that a malfunction alarm occurred with pump, specifically malfunction code 16. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Tandem technical support arranged for the pump to be replaced, confirmed shipping details, and provided instructions for putting the pump into storage mode before returning it. The customer was informed to use mdi as a backup therapy and agreed to return the defective pump using a prepaid label within 10 days.